Manufacturer narrative:
Received report indicating the subject came in for their 1-year study visit on 11may2022; visual acuity ucdva od 20/30 ou; bcdva 20/20 ou. The following complaint was reported on patient reported visual symptoms questionnaire (prvsq): slightly bothered by halos-driving, moderately bothered by starbursts-driving, extremely bothered by poor low light vision-reading, computer work, close up work. No plans for surgical intervention. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information weight, ethnicity: unknown/no information. Other serious (important medical events): patient finds symptoms debilitating. If explanted; give date: not applicable as the device remains implanted. The device is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the patient visited their doctor at 6-month post-op. Their visual acuity was reported as follows, uncorrected distance visual acuity (ucdva) for the right eye (od) was 20/30 and for the left eye (os) 20/25. Their best corrected distance visual acuity (bcdva) was 20/20 for both eyes (ou). The patient reported being very bothered by halos, very bothered by starbursts, moderately bothered with sensitivity to light, very bothered by glare while working on a computer and reading books. There are no plans for surgical intervention and the patient is not on any medication outside of the regular curriculum. However, the symptoms are reported to be debilitating to the patient. No further information was provided. This is report 1 of 2 for the right eye. Another report is being submitted for the left eye.